Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level related to the malfunction alarm. In addition, the customer reported to have experience a low bg of above 40 mg/dl earlier and was currently at 54 mg/dl. The customer decline to troubleshoot with tandem technical support and stated that the cause of the low bg was due to consuming a low carb dinner and over bolus for the meal. Reportedly, the customer consumed food to stabilize bg's.

Manufacturer narrative:
Over bolus deliver- no failure detected.